Event description:
It was reported that there were questions regarding what appears to be non-capture and sensing issues on the lead. It was further determined the lead was capturing but there was t-wave oversensing. The sensitivity on the lead was changed, but had no effect. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.